Event description:
A user facility reported that following multiple intraocular lens (iol) implant procedures there were undercorrection issues with toric lenses. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain add'l info by phone, fax and mail. A completed questionnaire was not rec'd. (B)(4).